Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of plus or minus 6 percent. However, it's recommend an expulsor assembly will be replaced to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that the cadd legacy 1 pump failed accuracy by -14.0 percent. There was no patient involved.